Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kmnl, implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient replied that they were not sure of the circumstances that led to one of the leads not working. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0kmnl, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s health care physician (hcp) told them that one of their leads was not working, since over a year ago. The patient reported since their therapy was still working for them that the hcp stated; they would replace the lead when the ins needed to be replaced. The patient was going to follow-up with their hcp/was working with their hcp. There were no symptoms and there were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the lead (va0kmnl) found that the all 4 conductors are broken 5.5 cm from the distal end of the lead. A system test was performed because the proximal segment of the lead was too short. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va0kmnl, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.